Event description:
It was reported that the external pulse generator (epg) had a broken bottom knob and was non-functional. It was noted that upon checking the underlying potentiometer, the internal components were found to have come apart, and there was physical damage inside. There was no patient involvement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: analysis was able confirm the customer comment that the external pulse generator (epg) had a broken bottom knob and was non functional. It was noted that the menu encoder was broken. It was further noted that the hanger assembly was broken. The upper case was dented and scratched. The lower case was dented and scratched. Additionally, it was noted that six plugs were damaged and one case screw was contaminated. All found defective parts were replaced and all other identified issues were resolved. The epg then passed all final functional tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.